Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to high blood glucose. The customer's blood glucose reading during hospitalization was 548 mg/dl. The customer was treated with IV fluids at the hospital. The customer reported that her insulin pump turned off without receiving a low battery alarm. The current blood glucose reading is 148 mg/dl. The pump is being replaced. No further information reported.

Manufacturer narrative:
Insulin pump received with a blank display due to a corroded battery cap contact. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. All operating currents were within specifications and no unexpected off no power or low battery alarm observed during testing. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window noted.